Event description:
A hemodialysis user facility was reported that during treatment, 2 separate blood leaks occurred. The system was changed and the second dialyzer leaked also. The first leak (this report) was visually observed and the machine alarmed. Estimated blood loss was 240cc's. A new system was strung and the pt proceeded with their treatment. Dialysis nurse reports no ill effects or medical intervention required. There is no other known ill effect to the pt. The sample was discarded and is not available for eval.